Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date reported only as two years prior to this report. Synthes manufactured the 11mm/130° ti cann troch fixation nail, part #456.417, and lot number 7012373 on work order #(B)(4). Initially, the part was inspected and conformed to the synthes final inspection sheet #456fi410, revision ¿h¿. The lot was released to the warehouse august 24, 2012. There were no material review reports, nonconformance reports, or complaint related issues with this lot. The 11mm/130° ti cann troch fixation nail was made to the synthes drawing p/n 456.391, revision ¿d¿, released on july 22, 2005. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the that the patient had a trochanteric fixation nail (tfn) procedure done about two years ago. The helical blade had broken and there was a non-union noted. The patient was revised on october 22, 2014 and the broken blade, nail and a locking screw were removed with ease. The patient was implanted with a competitor¿s product. There was no time delay with the removal of tfn implants. No addition information is available. This is report 2 of 2 for (B)(4).